Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the rep asked the patient to walk them through their recharging steps. It was determined the patient was not keeping an eye on their coupling during charging. The issue was resolved, and the patient was successfully recharging now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient's rechargeable battery never achieved 100% charge even after hours of charging. No known environmental/external/patient factors were thought to have led or contributed to the issue. No troubleshooting or interventions were performed. The issue was not resolved at the time of the report. It was reported the rep planned to call the patient to troubleshoot. No surgical intervention occurred or was planned. The patient was alive without injury at the time of the report.